Event description:
Customer reported receiving inaccurate readings on their freestyle flash blood glucose monitor. Customer received readings of 159 mg/dl compared to a lab reading of 77 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. However, the customer states that he will not return the meter. Therefore, this is a final report.